Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis in used condition without its original packaging. Visual inspection showed no discrepancies. Functional testing involved using the hydrostatic vessel and leakage was detected in the solvent bond between the tube and the filter. Four (4) inventory samples were tested, a little solvent was applied between the tube and filter and the samples were tested using the hydrostatic vessel. Leaks were detected in all samples. The investigation determined the most probably cause of the reported issue to be that production personnel did not apply solvent properly. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tubing was leaking at the connection directly before the filter. The reported event occurred while in use with a patient. The patient was still in the infusion center when leaking was discovered. The dose was returned to pharmacy and new tubing set was attached. The infusion was not life-sustaining. It was a chemotherapy infusion. After changing the tubing/extension set, the patient was able to complete infusion as ordered. No patient injury or complications were reported in relation to this event.